Manufacturer narrative:
Visual inspection of the liner shows damage to the liner from attempted implantation and removal confirming the complaint. DHR was reviewed and no discrepancies were found. Visual inspection also shows damage and deformation to the locking flange. No dimensional analysis will be conducted due to the liner being impacted. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during a total hip arthroplasty on an unknown date, the liner did not lock into the shell. The surgery was completed using a backup liner without any issue. No impact on patient or delay reported.